Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital due to syncopal event at home. Upon review, it was discovered that the right ventricular lead and the left ventricular lead exhibited failure to capture. An x-ray was performed, and it was noted that the lead dislodged. Programming changes were performed until lead revision. On (B)(6) 2020, the right ventricular lead was attempted to be repositioned however, the helix was unable to retract. Access was lost when the lead came out as the sheath was not inserted far enough and the wire could not advance through to the heart. The lead was explanted and replaced. The patient was recovering.

Event description:
Related manufacturer reference number:2017865-2020-00719. Left ventricular lead exhibited failure to capture. Programming changes were performed on (B)(6) 2020. The patient was in stable condition.